Manufacturer narrative:
(B)(4). Procode: phx concomitant medical devices: comp rvrs shldr glnsp std 36mm cat# 115310 lot# 886280; bearing standard 36 mm diameter cat# 110031418 lot# 64300008; mini tray std cocr +3 offset cat# 110031402 lot# 64327563. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient underwent a left shoulder procedure. Two days later, the patient was revised due to disengagement of the glenosphere from the baseplate. The surgeon reamed but did not remove the bone inferiorly and the implant did not seat correctly, which caused the disengagement. A new glenosphere and humeral cup and poly were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. It was noted that the surgeon did not remove the bone inferiorly so the implant would not seat correctly, causing the glenosphere to disengage from the baseplate, however, medical records were not provided to confirm this. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.